Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: adequate anteversion of cup with good match between cup and acetabular bone plane. Cup inclination cannot be evaluated on the this lateral only x-ray, similar to aspects of stem size and position although stem size appears a bit on the small side although lack of proper ap x-rays prevents to detail this any further. Thigh pain is a rather generic symptom. Potential causes may include procedure-related ones such as component loosening, subluxation, impingement, micro-separation and/or malposition, causes that can be established or suspected on x-ray. Furthermore, soft tissue problems such as trochanteric bursitis or iliopsoas tendinitis are only a few among the many possibilities. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: stress-adaptive bone remodelling reactions to hip device implantation may be associated with temporary and mild thigh pain issues, often without late problems. The exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as return of device, operative reports additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Occasional lateral and anterior right thigh mild aches. Noticed during monitoring visit (B)(4) study. Attachment intake for x-rays and operation implant sheet.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: the 32mm -4 lfit v40 head; cat#:6260-9-032; lot#:51934204. Size 4 accolade ii 127 deg; cat#:6721-0435; lot#:52149701. Trident 10° x3 insert 32mm ID; cat#:623-10-32e; lot#:51386401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Occasional lateral and anterior right thigh mild aches. Noticed during monitoring visit (B)(6).